Event description:
It was reported that the patient underwent a posterior spinal fusion surgery to treat scoliosis. It was reported that the tip of the driver broke apart while tightening a screw. No pieces of the broken tip fell into the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Analysis shows plastic deformation is the dominant failure mechanism of the tip evident by material flow. This flow takes place over the entire tip surface in contact with setscrew. The magnitude of the deformation varies based on the localized stresses generated during engagement. The direction of the flow suggests the part deformed during the tightening process. The original geometry of the tip changed leading to poor engagement with the setscrew. A review of the device history records did not identify any applicable nonconformance to specification.